Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Device received with broken reservoir tube lip, broken belt clip slot,broken battery tube threads and minor scratches on lcd window. The drive support disk was inspected and no anomalies noted .blood glucose (B)(6) 2017.

Event description:
The customer reported via phone call that insulin pump got the drive support cap being loose, sticking out or flushed. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.